Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a medical procedure in the pulmonary artery using a lantern delivery microcatheter (lantern). During the procedure, the hospital technologist overtightened the rotating hemostasis valve (rhv) of the power injection onto the lantern and pulled back with force. Consequently, the lantern broke in half on the table outside of the patient¿s body. The procedure was completed using a new lantern. There was no report of an adverse effect to the patient.